Event description:
It was reported that during a dixon/low anterior resection (lar) procedure with a use of the generator, two units of ligasure handpieces did not coagulate properly. Proper sealing cycle completed tones were heard with end tone present. It was used on tissue bundle and was not able to complete any good seal. Procedure was completed using a non-medtronic device. Bleeding occurred with blood loss of less than 250 cc and a transfusion was required.

Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#: (B)(6), lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: n530990221x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, concomitant device - lf1923, jaw open lf1923 ligasure maryland 23cm (lot#53090221x) correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.